Manufacturer narrative:
Brand name of ellips fx phaco handpiece and entered in section of this follow up report. Serial number (B)(4) was provided and entered in section of this follow up report. Unique identifier of (B)(4) was provided and entered in section of this follow up report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.

Manufacturer narrative:
Brand name is unknown as the serial number was not provided. Model name is unknown as the serial number was not provided. Serial number is unknown as it was not provided. Unique identifier is unknown as the serial number was not provided. (B)(6). Device manufacturer date is unknown as the serial number was not provided. The phacoemulsification console was evaluated by a field service engineer. The field service found no issues with the unit. The vacuum was tested by the engineer and the vacuum was within specifications. The field service tested the suspect handpiece and found the handpiece was clogged. The field service provided training awareness on how to flush out and clean handpieces. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the handpiece became occluded/blocked using a phacoemulsification handpiece. A description of the event indicated there was no vacuum during the phaco segment. The procedure was completed without any problems. No patient injury was reported.